Manufacturer narrative:
The customer confirmed that after some extensive troubleshooting, it turned out that the clv-190 - xenon light source was not defective and was, in fact, the scope. The problem was resolved. It turned out to be a faulty scope that had already been sent in for repair. As the issue was corrected, the device will not be returned to olympus. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited a b30 scope communication error with two 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error is an error which is displayed when abnormality occurred on the communication between endoscope and processor. As result of inquiry to the facility, there was no defect on the clv-190 light source, and it was presumed that the phenomenon occurred due to issue on the scope. Olympus will continue to monitor field performance for this device.